Event description:
It was reported that the patient experienced power cable disconnect alarms while on power module. Additionally, the system controller was observed to have small slits on the black power cable. Log file analysis confirmed atypical power cable disconnects on (B)(6) 2022 between 7:18:30 and 7:19:16. The alarms resolved after the controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms and cuts on the black power cable was confirmed. The log file spanned approximately 2 days ((B)(6) 2022 per the timestamp). Atypical power cable disconnect alarms intermittently activated on (B)(6) 2022 at 06:25, (B)(6) 2022 from 06:42 to 11:17 due to an invalid rsoc fault on the power cables not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. Visual inspection of the returned hm3 system controller, serial (B)(4), revealed cuts on the black power cable. The controller was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without reproducing any alarms. The controller functioned as intended during analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information was provided. The manufacturer is closing the file on this event.